Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive and required multiple presses to obtain a response. There was evidence of keypad contamination found under all button key contacts. It was observed that all key contacts were misaligned.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past month. She noted that the arrow buttons are worse than the ok button, and all three buttons require multiple presses to obtain a response. The patient stated that the pump is not exposed to water, and reported that she wears the pump in her pocket.